Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient received tobramycin injection 40 milligram, once daily for 14 days (route not reported) and reflin injection 1 gram, once daily for 14 days (route not reported) for peritonitis. At the time of this report the outcome of this peritonitis event was unknown. The action taken with dianeal and extraneal therapies were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was reported during follow up that the patient had recovered from the peritonitis event. It was also reported the fluid was clear at the time of report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted